Event description:
Event description guidant received information that this implantable transvenous defibrillation lead has exhibited increased pacing threshold and impedance measurements. There is no oversensing or inappropriate therapy delivery. Patient is asymptomatic and rarely is in a paced rhythm.